Event description:
It was reported that patient had a complaint about glare & halos with an intraocular lens (iol). There were no issue regarding visual acuity (va), 0.9 for distance, but daily activity was affected especially at night time. They performed explant with mono-focal iol. The patient status was indicated as temporarily impaired. There were no surgical interventions reported. Vision pre-operative: far: 0.8 near: j4 (decimal); vision post-operative: far: 0.5 near: j2; no further information was provided.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Initial reporter email address: unknown/not provided, as information was asked but not provided. (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.